Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn:(B)(4). Model: sc-2218-70 serial: (B)(4). Batch: 17966094.

Event description:
It was reported that the patients lead got stuck during an ipg replacement procedure. The physician attempted to remove lead however it kept fraying and would not pull out. The lead that was stuck to the port of the ipg was cut and replaced and the other part of lead was left inside the patients body. The patient was doing well postoperatively with good coverage.